Event description:
It was reported the remote wireless monitor would not start when the power button was pressed. The monitor has completed prior transmissions. The monitor is being returned and a new monitor was ordered. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.